Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received no delivery alarm and failed battery test alarm. The customer's mother stated that they changed the battery multiple times. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer's mother does not recall any significant events leading to the alarm. The customer's mother stated that the failed battery test alarm recurred after inserting a new battery. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.